Event description:
It was reported that a cdh25 was used during a sigma resection. It was reported by the affiliate that the instrument does not cut. There was no consequence to the pt. 10/21/1998 add'l info from affiliate. The case was complete with a second device. The device stapled but did not cut. After opening the staple line, the device was removed.